Manufacturer narrative:
Analysis found the unit was unable to prime due to a faulty force sensor resistor. Analysis was unable to test for no delivery alarm, signal too low alarm, bolus anomaly, and history anomaly. Analysis was unable to perform the self, no delivery alarm error, occlusion, and excessive no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received no delivery alarms and had high blood glucose levels. The customer's blood glucose was 200 mg/dl at the time of incident. The insulin pump will be returned for analysis.